Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched alarms which were reproduced. The messages were found to be caused by a cracked threaded insert boss and raised threaded inserts resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump constantly display the door not fully latched message. Any patient involvement, injury or medical intervention is unk.